Event description:
Caller reported experiencing a continuous glucose monitor error multiple times without any previous resets. Blood glucose level was a key concern, but the report did not indicate any adverse impact. Technical support provided instructions to the customer and arranged for a replacement pump with updated software. The customer was guided on how to manage the pump transition, including using a backup therapy as needed and returning the faulty pump within a specified timeframe.